Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and confirmed the reported issue. The manufacturer's fse advised the customer to replace the flow sensor assy. The customer reported that the ventilator is "fine" now. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement. The event date was not specified, estimate used.